Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Nothing was noticed during both external and internal check (except a few traces of dirt). Datas are insufficient to confirm the reported event. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected related to this issue (only the downstream pressure sensor test failed). The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. It's advisable to: recalibrate the pressure sensor and perform a preventive maintenance. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: nature of problem: adverse incidents happen (B)(6) 2024 around 14:30. Patient came to have 4 hours magnesium infusion. Infusion pump set to run for 4 hours and started at 14:20. Around 16:40, when checked the patient to do a set of vital signs, patient's infusion bag is still having more than half in content. Remaining time of infusion in pump still reads 3.5 hours left instead of 2 hours. Comments: this device have wrong time and date in the pump its (B)(6) 2000 20:55 instead of(B)(6) 2024 15:27. Repair centre received the pump, but were unable to find any events on that date. However, they did correct the time and date. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.